Event description:
It was reported that the patient fell down a stairway a few months previous. Since then, oversensing of noise was observed on both leads. Fluoroscopy revealed lead damage in the clavicle area. The leads were explanted and replaced. Patient condition was well after the event.